Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. First, fse confirmed the error via the error log, and when attempting to prime the diluent, noted the flow to be weak and erratic. Fse inspected the diluent pump & tubing performed more diluent primes and found air in the lines between the diluent bottle and the left side of the analyzer. Further inspection of the tubing revealed a diluent supply kink under the analyzer where it was routed through the analyzer cart. Fse corrected the tubing path to prevent kinking and primed the diluent again. The diluent flow was now normal with no air in the supply line. Fse was subsequently able to run daily check quality control (qc) with no errors. No further action was required by field service. The device was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. The aia-900 operator's manual indicates that the 2105 diluent suction error message is generated when the tip does not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. If the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The 4.5.1 installing the washer, diluent, and waste tanks connect the tubes attached to the branch port on the instrument's left side to the cap of each tank correctly. The most probable cause of the reported event was due kinked tubing in diluent supply line from diluent bottle.

Event description:
It was reported that the customer received sporadic "2105 diluent suction failure" errors with their aia-900 analyzer. The customer called back the next day to report that they were still receiving errors and were now unable to run patient samples. The customer reported that they had already ordered a replacement pump the day prior. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), prolactin (prl), estradiol (e2), beta human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), and progesterone (prog). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.